Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) via an advanced evaluation trial patient regarding an external neurostimulator (ens). Patient complained of retaining too much fluid in their bladder (700cc). They also turned stimulation off and said it would not work when they turned it back on and are not feeling stimulation in their bicycle seat area. Stimulation is working now. No further patient complications have been reported as a result of this event.